Manufacturer narrative:
Recurring occlusion alarms are not likely to cause an adverse event, as the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that she experienced blood glucose (bg) of 408mg/dl with feeling extremely sluggish, like she ¿could sleep for a month¿. The patient stated that ketones were negative at last check and she denied any other symptoms. The patient reported recurring occlusion alarms, despite changing the site/set. The patient stated she was able to prime but as soon as she reconnects to fill the cannula, an occlusion occurs. The patient stated she changed the occlusion sensitivity setting to low. The patient denied bent cannulas or site issues. The patient denied re-using supplies, confirmed supplies are not expired, and confirmed cycling the cartridge prior to use. The patient reported using u500 insulin in the pump, which constitutes misuse as the pump was not designed for use with concentrated insulin. The pump was replaced for recurring occlusions. This complaint is being reported due to the allegation that the patient experienced hyperglycemia while using insulin pump therapy related to recurring occlusion alarms.